Event description:
Customer reported a failure of air in line without an alarm. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer incident occured during pt infusion. Although baxter requested, no additional information was provided regarding pt demographins, medication involved, or device programming information. No additonal contact information was provided.